Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 69 events were reported for this quarter. Product return status: 69 devices were evaluated in the field. Evaluation findings (results/components): 69 devices: material and/or chemical problem identified / coating material. Product disposition: 69 devices: product disposition is not yet determined. Additional information: 69 devices were not labeled for single-use. 69 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2025. This report summarizes 69 events for the failure: flaked. - 69 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99155. Supplemental rationale. Corrected data: h11. 69 previously reported events were included in this follow-up record. Product return status. 69 devices were evaluated in the field. Evaluation findings (results/components). 69 devices: material and/or chemical problem identified / coating material. Product disposition. 69 devices: scrapped by stryker.

Event description:
No change.